Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
The product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: the customer reported that : "we have materiovigilance on reference 0279-401-200. The electrode would not switch off when used." The failure(s) identified in the investigation is consistent with the complaint record. The root cause is fluid ingress possibly due to possible leakage from the polyimide/outflow tubing area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device continuously activated.